Event description:
Customer reported the tubing and propofol (1000mg/100ml) glass vial combination has tendency to leak around the spike. The spike is completely inserted into the vial bung and is inserted within the designed ring on the vial bung. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leaking around the spike because the set was discarded by the customer and will not be returned. The root cause of this failure could not be identified.